Event description:
The patient presented in the hospital with ventricular tachycardia (vt) and was externally cardioverted. Upon interrogation, it was observed that the device incorrectly interpreted vt as supraventricular tachycardia (svt) which prevented high voltage defibrillation therapy from being delivered to the patient. There was no allegation of malfunction made against the device and physiologist alleged the device performed as expected based on its programmed settings. The patient was administered medicine and the device was reprogrammed to resolve the event. The patient was in stable condition.